Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 coating on the hemopro jaws cracked off and had to be retrieved from the patients body. All pieces removed through the initial incision. No new incision was made. Device removed and a new device was opened and functioned without issue. No delay. No harm.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h10. The device was returned to the factory for evaluation on (B)(6) 2024. An investigation was conducted on (B)(6) 2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact heater wire. The gray silicone insulation on the hot jaw was observed to be intact with no visual defects observed. The gray silicone insulation on the tip of the cold jaw was observed to be peeled and detached from the cold jaw, exposing the cold metal jaw. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated: jaw" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000381287 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 silicone coating on the hemopro jaws cracked off and had to be retrieved from the patients body. All pieces removed through the initial incision. No new incision was made. Device removed and a new device was opened and functioned without issue. No delay. No harm.

Manufacturer narrative:
Trackwise# (B)(4). Updated section: b4, b5, d9, g3, g6, h2, h3, h10.